Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Estimated blood loss was 250 ml. The patient had no adverse effects and no medical intervention was required. Sample has been discarded. Additional attempts to the customer have been made with no additional information provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.